Event description:
It was reported that a customer received a message indicating that their pump had stopped and needed cartridge replacement. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to redo the cartridge change process, during which a cartridge alarm occurred, leading to the decision to replace the pump. The customer opted to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrived. The customer was provided with storage mode instructions and agreed to return the faulty pump using a pre-paid shipping label.